Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative should be deselected from the initial medwatch). Additional information added to fields: d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The instructions for use warns the prevention method associated with the event as follows: do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. Never use excessive force to operate the instrument. This could damage the instrument. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use retrieval basket was crushed and would not close when the device was checked for opening and closing. The issue occurred during preparation for use for a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.